Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) also has a left ventricular assist device (lvad) experienced non-conversion with their current programmed settings. The patient received 8 shocks for ventricular fibrillation (vf) and had to be externally rescued. During the generator change out it was noted that shock lead impedances were noted to be high, out-of-range measuring 150-190 ohms. A code 1005 was recorded, indicative of an open circuit condition detected upon shock delivery due to high, out-of-range impedance measurements. Technical services recommended leads replacement and troubleshooting options. Surgical intervention was performed and when the pocket was opened there were observations of puss which indicates there was an infection. Subsequently, the device and right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) also has a left ventricular assist device (lvad) experienced non-conversion with their current programmed settings. The patient received 8 shocks for ventricular fibrillation (vf) and had to be externally rescued. During the generator change out it was noted that shock lead impedances were noted to be high, out-of-range measuring 150-190 ohms. A code 1005 was recorded, indicative of an open circuit condition detected upon shock delivery due to high, out-of-range impedance measurements. Technical services recommended leads replacement and troubleshooting options. Surgical intervention was performed and when the pocket was opened there were observations of puss which indicates there was an infection. Subsequently, the device and right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes.